Event description:
It was reported that the catheter was stuck on the wire. A 10.0 x 40, 75cm mustang balloon catheter was used. After use, the balloon catheter could not be removed from a 0.035x260cm non-boston scientific wire. The balloon and the wire were removed from the patient together and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
A mustang 10.0 x 40, 75cm was received for analysis. The catheter is compatible with a 0.035in (0.89 mm) guidewire. A visual examination identified fibrous material protruding from the tip of the catheter as well as the tip of the guidewire. For investigation purposes the investigator removed the guidewire distally through the tip of the mustang device with some resistance experienced. A visual examination identified fibrous material wrapped around the distal end of the customer's guidewire at more than one location. The fibrous material most probably originated inside the patient's anatomy as the section of the guidewire on which it was located was inside the device when it was removed from the patient. A visual and tactile examination identified that the balloon had been subject to positive pressure. No damage or issues were noted which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft of the device.

Event description:
It was reported that the catheter was stuck on the wire. A 10.0 x 40, 75cm mustang balloon catheter was used. After use, the balloon catheter could not be removed from a 0.035x260cm non-boston scientific wire. The balloon and the wire were removed from the patient together and the procedure was completed. There were no patient complications nor injuries reported.